Event description:
A malfunction was reported on the customer's pump, but there were no notable events prior to the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer successfully reset the pump and continued its use. Technical support provided additional guidance on pump reset and advised the customer to reach out if the malfunction recurred, which it did not.